Event description:
It was reported prior to use bd vacutainer® pst¿ gel and lithium "heparin" (lh) blood collection tubes that there was one (1) tube with foreign matter inside the gel. There was no health impact or consequences reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode of foreign matter with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to use bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes that there was one (1) tube with foreign matter inside the gel. There was no health impact or consequences reported.